Event description:
A user facility reported that an intraocular lens (iol) was exchanged. In a follow up phone call with the surgeon's office, a technician reported the iol was exchanged in a secondary procedure due to three white lines along the visual axis causing distortion in the patients vision. The iol was exchanged for the same model lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/13/2010, 09/15/2010, 09/16/2010, 09/17/2010, and 09/29/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).